Event description:
It was reported that during implant, the lead had sensing difficulty and positioning difficulty. The lead would not stay in the atrium. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead returned for analysis. Proximal conductor was distorted, and outer insulation breached cut. There was apparent explant damage and blood in the proximal conductor.